Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation ¿ fallopian tubes/ failure to occlide (close fallopain tubes)'), uterine perforation ('uterine perforation/ migration/ left fallopian tube / perforation uterus/migration of essure device location of device: in hip'), pregnancy with contraceptive device ('pregnancy (termination)'), abortion induced ('therapeutic abortion') and device expulsion (':expulsion of essure device/essure implant I left tube was not found') in a 29-year-old female patient who had essure (batch no. A47953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed", device ineffective "device ineffective" and device difficult to use "right side essure "did not go in the same way but should be okay"". The patient's medical history included tubal ligation from (B)(6)2012 to (B)(6)2013, parity 2 (total number of live births: 2.), multigravida (total number of pregnancies: 3), nausea, emesis, appetite lost, breast tenderness, lightheadedness, urinary frequency, back pain, vomiting, vaginal discharge, venereal disease nos, vulvovaginitis and uterine bleeding. Previously administered products included for contraception: mirena from 2008 to (B)(6) 2012. Past adverse reactions to the above products included pregnancy with contraceptive device with mirena. Concurrent conditions included bleeding genital since (B)(6)2018, bloating since (B)(6)2018, constipation since (B)(6)2014 and subchorionic hemorrhage since (B)(6)2014. Concomitant products included azithromycin, ethinylestradiol;levonorgestrel (lutera) from (B)(6)2014 to (B)(6)2014, fish oil from (B)(6)2018 to (B)(6)2018, hydrocodone, levonorgestrel (mirena) from (B)(6)2014 to (B)(6)2018, lorazepam, metronidazole, ondansetron, paracetamol (acetaminophen) and probiotics nos from (B)(6)2018 to (B)(6)2018. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced dysmenorrhoea ("dysmennorhea(cramping),chronic"), pelvic pain ("pain pelvic"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced allergy to metals ("metal allergy / nickel allergy"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 months 27 days after insertion of essure. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain") and endometriosis ("endometriosis"). In (B)(6) 2015, the patient experienced dizziness ("dizziness"). In (B)(6) 2015, the patient experienced dermatitis contact ("skin hypersensitivity to fabrics"). In (B)(6) 2015, the patient was found to have hormone level abnormal ("unbalanced hormones") and experienced mood swings ("very mood / mood swings"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), genital haemorrhage ("gen. Abnorm. Bleed"), bladder disorder ("bladder prob"), urinary tract disorder ("urinary problems"), back pain ("back pain"), haemorrhage in pregnancy ("high loss blood"), subchorionic haemorrhage ("subchorionic haemorrhage"), abdominal pain lower ("abdominal cramping") and device expulsion (seriousness criterion medically significant) and underwent abortion induced (seriousness criterion medically significant) and vaginal prolapse repair ("colpopexy"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) / colpopexy and cystoscopy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, abortion induced, metrorrhagia, genital haemorrhage, bladder disorder, urinary tract disorder, dermatitis contact, fatigue, endometriosis, haemorrhage in pregnancy, device expulsion and vaginal prolapse repair outcome was unknown, the dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, hormone level abnormal, migraine, dizziness, dyspareunia, mood swings, back pain, abdominal pain lower and vaginal haemorrhage had resolved and the allergy to metals had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as therapeutic abortion. The reporter considered abdominal pain, abdominal pain lower, abortion induced, allergy to metals, back pain, bladder disorder, dermatitis contact, device breakage, device expulsion, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, haemorrhage in pregnancy, hormone level abnormal, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, subchorionic haemorrhage, urinary tract disorder, uterine perforation, vaginal haemorrhage and vaginal prolapse repair to be related to essure. The reporter commented: discrepancy noted in essure insertion date:(B)(6) 2012. On (B)(6)2013 patient undergo for hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: not reported. Ultrasound scan - on (B)(6) 2014: 6.5 weeks pregnancy also found a sub chorionic hemorrhage also had. Lot number: a47953 manufacture date: 2012-09 expiration date: 2015-09 quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-feb-2021: pfs received. Reporter's information added.event:expulsion of essure device/essure implant I left tube was not found and colpopexy were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation ¿ fallopian tubes/ failure to occlide (close fallopain tubes)/essure not found on left tube'), uterine perforation ('uterine perforation/ migration/ left fallopian tube / perforation uterus/migration of essure device location of device: in hip'), pregnancy with contraceptive device ('pregnancy (termination)'), abortion induced ('therapeutic abortion') and device expulsion (':expulsion of essure device/essure implant I left tube was not found') in a 29-year-old female patient who had essure (batch no. A47953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed", device ineffective "device ineffective" and device difficult to use "right side essure "did not go in the same way but should be okay"". The patient's medical history included tubal ligation from 31-oct-2012 to 31-may-2013, parity 2 (total number of live births: 2.), multigravida (total number of pregnancies: 3), nausea, emesis, appetite lost, breast tenderness, lightheadedness, urinary frequency, back pain, vomiting, vaginal discharge, venereal disease nos, vulvovaginitis and uterine bleeding. Previously administered products included for contraception: mirena from 2008 to (B)(6) 2012. Past adverse reactions to the above products included pregnancy with contraceptive device with mirena. Concurrent conditions included bleeding genital since (B)(6) 2018, bloating since (B)(6) 2018, constipation since (B)(6) 2014 and subchorionic hemorrhage since (B)(6) 2014. Concomitant products included azithromycin, ethinylestradiol;levonorgestrel (lutera) from 11-apr-2014 to 3-jul-2014, fish oil from 1-mar-2018 to 4-apr-2018, hydrocodone, levonorgestrel (mirena) from 2-may-2014 to 20-mar-2018, lorazepam, metronidazole, ondansetron, paracetamol (acetaminophen) and probiotics nos from 1-mar-2018 to 4-apr-2018. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmennorhea(cramping),chronic"), pelvic pain ("pain pelvic"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced allergy to metals ("metal allergy / nickel allergy"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 months 27 days after insertion of essure. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain") and endometriosis ("endometriosis"). In (B)(6) 2015, the patient experienced dizziness ("dizziness"). In (B)(6) 2015, the patient experienced dermatitis contact ("skin hypersensitivity to fabrics"). In (B)(6) 2015, the patient was found to have hormone level abnormal ("unbalanced hormones") and experienced mood swings ("very mood / mood swings"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In march 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), genital haemorrhage ("gen. Abnorm. Bleed"), bladder disorder ("bladder prob"), urinary tract disorder ("urinary problems"), back pain ("back pain"), haemorrhage in pregnancy ("high loss blood"), subchorionic haemorrhage ("subchorionic haemorrhage"), abdominal pain lower ("abdominal cramping") and device expulsion (seriousness criterion medically significant) and underwent abortion induced (seriousness criterion medically significant) and vaginal prolapse repair ("colpopexy"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) / colpopexy and cystoscopy, hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy,colpopexy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, abortion induced, metrorrhagia, genital haemorrhage, bladder disorder, urinary tract disorder, dermatitis contact, fatigue, endometriosis, haemorrhage in pregnancy, device expulsion and vaginal prolapse repair outcome was unknown, the dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, hormone level abnormal, migraine, dizziness, dyspareunia, mood swings, back pain, abdominal pain lower and vaginal haemorrhage had resolved and the allergy to metals had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as therapeutic abortion. The reporter considered abdominal pain, abdominal pain lower, abortion induced, allergy to metals, back pain, bladder disorder, dermatitis contact, device breakage, device expulsion, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, haemorrhage in pregnancy, hormone level abnormal, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, subchorionic haemorrhage, urinary tract disorder, uterine perforation, vaginal haemorrhage and vaginal prolapse repair to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012 and (B)(6) 2012. On mar-2013 patient undergo for hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: not reported. Ultrasound scan - on (B)(6) 2014: 6.5 weeks pregnancy also found a sub chorionic hemorrhage also had. Lot number: a47953, manufacture date: 2012-09, expiration date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pfs received-no new significant information.fu received.no new significant change made in medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation ¿ fallopian tubes/ failure to occlide (close fallopain tubes)'), uterine perforation ('uterine perforation/ migration/ left fallopian tube / perforation uterus/migration of essure device location of device: in hip'), pregnancy with contraceptive device ('pregnancy (termination)') and abortion induced ('therapeutic abortion') in a 29-year-old female patient who had essure (batch no. A47953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed", device ineffective "device ineffective" and device difficult to use "right side essure "did not go in the same way but should be okay"". The patient's medical history included tubal ligation from (B)(6) 2012 to (B)(6) 2013, parity 2 (total number of live births: 2.), multigravida (total number of pregnancies: 3), nausea, emesis, appetite lost, breast tenderness, lightheadedness, urinary frequency, back pain, vomiting, vaginal discharge, venereal disease nos, vaginitis and uterine bleeding. Previously administered products included for contraception: mirena from 2008 to (B)(6) 2012. Past adverse reactions to the above products included pregnancy with contraceptive device with mirena. Concurrent conditions included bleeding genital since (B)(6) 2018, bloating since (B)(6) 2018, constipation since (B)(6) 2014 and subchorionic hemorrhage since (B)(6) 2014. Concomitant products included azithromycin, ethinylestradiol;levonorgestrel (lutera) from (B)(6) 2014, fish oil from (B)(6) 2018, hydrocodone, levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2018, lorazepam, metronidazole, ondansetron, paracetamol (acetaminophen) and probiotics nos from (B)(6) 2018. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced dysmenorrhoea ("dysmennorhea(cramping),chronic") and allergy to metals ("metal allergy / nickel allergy"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 months 27 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain") and endometriosis ("endometriosis"). In (B)(6) 2015, the patient experienced dizziness ("dizziness"). In (B)(6) 2015, the patient experienced dermatitis contact ("skin hypersensitivity to fabrics"). In (B)(6) 2015, the patient was found to have hormone level abnormal ("unbalanced hormones") and experienced mood swings ("very mood / mood swings"). In august 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), genital haemorrhage ("gen. Abnorm. Bleed"), bladder disorder ("bladder prob"), urinary tract disorder ("urinary problems"), back pain ("back pain"), haemorrhage in pregnancy ("high loss blood"), subchorionic haemorrhage ("subchorionic haemorrhage") and abdominal pain lower ("abdominal cramping") and underwent abortion induced (seriousness criterion medically significant). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) / colpopexy and cystoscopy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, abortion induced, menorrhagia, metrorrhagia, genital haemorrhage, bladder disorder, urinary tract disorder, dermatitis contact, fatigue, endometriosis and haemorrhage in pregnancy outcome was unknown, the dysmenorrhoea, pelvic pain, abdominal pain, hormone level abnormal, migraine, dizziness, dyspareunia, mood swings, back pain and abdominal pain lower had resolved and the allergy to metals had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as therapeutic abortion. The reporter considered abdominal pain, abdominal pain lower, abortion induced, allergy to metals, back pain, bladder disorder, dermatitis contact, device breakage, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, haemorrhage in pregnancy, hormone level abnormal, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, subchorionic haemorrhage, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: 6.5 weeks pregnancy also found a sub chorionic hemorrhage also had. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: pfs &mr received: reporter information was added. Lot no was added. Medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation ¿ fallopian tubes/ failure to occlude (close fallopain tubes)/ essure not found on left tube'), uterine perforation ('uterine perforation/ migration/ migration of essure device location of device: in hip') and pregnancy with contraceptive device ('pregnancy (termination)') in a 29-year-old female patient who had essure (batch no. A47953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed", device difficult to use "right side essure "did not go in the same way but should be okay"" and device ineffective "device ineffective". The patient's medical history included parity 2 (total number of live births: 2), multigravida (total number of pregnancies: 3), nausea, emesis, appetite lost, breast tenderness, lightheadedness, urinary frequency, back pain, vomiting, vaginal discharge, venereal disease nos, vulvovaginitis and uterine bleeding. Previously administered products included for contraception: mirena from 2008 to (B)(6) 2012. Past adverse reactions to the above products included pregnancy with contraceptive device with mirena. Concurrent conditions included bleeding genital since (B)(6) 2018, bloating since (B)(6) 2018, constipation since (B)(6) 2014 and subchorionic hemorrhage since (B)(6) 2014. Concomitant products included azithromycin, ethinylestradiol;levonorgestrel (lutera) from (B)(6) 2014 to (B)(6) 2014, fish oil from (B)(6) 2018 to (B)(6) 2018, hydrocodone, levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2018, lorazepam, metronidazole, ondansetron, paracetamol (acetaminophen) and probiotics nos from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), chronic"), pelvic pain ("pain pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced allergy to metals ("metal allergy / nickel allergy"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 months 27 days after insertion of essure. In 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain") and endometriosis ("endometriosis"). On (B)(6) 2014, the patient experienced subchorionic haemorrhage ("subchorionic haemorrhage"). In (B)(6) 2015, the patient experienced dizziness ("dizziness"). In (B)(6) 2015, the patient experienced dermatitis contact ("skin hypersensitivity to fabrics"). In (B)(6) 2015, the patient was found to have hormone level abnormal ("unbalanced hormones") and experienced mood swings ("very mood / mood swings"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy ("high loss blood"), abdominal pain lower ("abdominal cramping"), back pain ("back pain"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), genital haemorrhage ("gen. Abnorm. Bleed"), bladder disorder ("bladder prob"), urinary tract disorder ("urinary problems") and device expulsion ("expulsion of essure device/essure implant I left tube was not found") and underwent vaginal prolapse repair ("colpopexy"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral/ colpopexy and cystoscopy) and therapeutic abortion. Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, haemorrhage in pregnancy, subchorionic haemorrhage, intermenstrual bleeding, genital haemorrhage, dermatitis contact, bladder disorder, urinary tract disorder, endometriosis, device expulsion and vaginal prolapse repair outcome was unknown, the dysmenorrhoea, pelvic pain, dyspareunia, abdominal pain lower, abdominal pain, back pain, heavy menstrual bleeding, vaginal haemorrhage, hormone level abnormal, migraine, dizziness, fatigue and mood swings had resolved and the allergy to metals had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as therapeutic abortion. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bladder disorder, dermatitis contact, device breakage, device expulsion, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, haemorrhage in pregnancy, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, subchorionic haemorrhage, urinary tract disorder, uterine perforation, vaginal haemorrhage and vaginal prolapse repair to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012 and (B)(6) 2012. On (B)(6) 2013 patient undergo for hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: not reported. Ultrasound scan - on (B)(6) 2014: 6.5 weeks pregnancy also found a subchorionic hemorrhage. Lot number: a47953 manufacture date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: plaintiff fact sheet received. Outcome of fatigue updated to recovered / resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation ¿ fallopian tubes/ failure to occlide (close fallopian tubes)'), uterine perforation ('uterine perforation/ migration/ left fallopian tube / perforation uterus/migration of essure device location of device: in hip'), pregnancy with contraceptive device ('pregnancy (termination)') and abortion induced ('therapeutic abortion') in a 29-year-old female patient who had essure (batch no. A47953) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed", device ineffective "device ineffective" and device difficult to use "right side essure "did not go in the same way but should be okay." The patient's medical history included tubal ligation from (B)(6) 2012 to (B)(6) 2013, parity 2 (total number of live births: 2.), multigravida (total number of pregnancies: 3), nausea, emesis, appetite lost, breast tenderness, lightheadedness, urinary frequency, back pain, vomiting, vaginal discharge, venereal disease nos, vulvovaginitis and uterine bleeding. Previously administered products included for contraception: mirena from 2008 to (B)(6) 2012. Past adverse reactions to the above products included pregnancy with contraceptive device with mirena. Concurrent conditions included bleeding genital since (B)(6) 2018, bloating since (B)(6) 2018, constipation since (B)(6) 2014 and subchorionic hemorrhage since (B)(6) 2014. Concomitant products included azithromycin, ethinylestradiol;levonorgestrel (lutera) from (B)(6) 2014 to (B)(6) 2014, fish oil from (B)(6) 2018 to (B)(6) 2018, hydrocodone, levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2018, lorazepam, metronidazole, ondansetron, paracetamol (acetaminophen) and probiotics nos from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmennorhea(cramping),chronic"), pelvic pain ("pain pelvic"), menorrhagia ("menorrhagia") and vaginal hemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced allergy to metals ("metal allergy / nickel allergy"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 months 27 days after insertion of essure. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain") and endometriosis ("endometriosis"). In (B)(6) 2015, the patient experienced dizziness ("dizziness"). In (B)(6) 2015, the patient experienced dermatitis contact ("skin hypersensitivity to fabrics"). In may 2015, the patient was found to have hormone level abnormal ("unbalanced hormones") and experienced mood swings ("very mood / mood swings"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), genital hemorrhage ("gen. Abnorm. Bleed"), bladder disorder ("bladder prob"), urinary tract disorder ("urinary problems"), back pain ("back pain"), hemorrhage in pregnancy ("high loss blood"), subchorionic haemorrhage ("subchorionic hemorrhage") and abdominal pain lower ("abdominal cramping") and underwent abortion induced (seriousness criterion medically significant). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) / colpopexy and cystoscopy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, abortion induced, metrorrhagia, genital haemorrhage, bladder disorder, urinary tract disorder, dermatitis contact, fatigue, endometriosis and haemorrhage in pregnancy outcome was unknown, the dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, hormone level abnormal, migraine, dizziness, dyspareunia, mood swings, back pain, abdominal pain lower and vaginal haemorrhage had resolved and the allergy to metals had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as therapeutic abortion. The reporter considered abdominal pain, abdominal pain lower, abortion induced, allergy to metals, back pain, bladder disorder, dermatitis contact, device breakage, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital hemorrhage, hemorrhage in pregnancy, hormone level abnormal, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, subchorionic hemorrhage, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012 and (B)(6) 2012. On (B)(6) 2013 patient undergo for hysterosalpingogram. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: results: not reported. Ultrasound scan - on (B)(6) 2014: 6.5 weeks pregnancy also found a sub chorionic hemorrhage also had. Lot number: a47953; manufacture date: 2012-09; expiration date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2020: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal). Outcome of event menorrhagia was updated. Onset date of events pelvic pain, menorrhagia, dysmenorrhoea were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation ¿ fallopian tubes'), uterine perforation ('uterine perforation/ migration/ left fallopian tube / perforation uterus'), pregnancy with contraceptive device ('pregnancy (termination)'), abortion induced ('therapeutic abortion'), genital haemorrhage ('gen. Abnorm. Bleed') and haemorrhage in pregnancy ('high loss blood') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed", device ineffective "device ineffective" and device difficult to use "right side essure "did not go in the same way but should be okay"". The patient's medical history included tubal ligation from (B)(6) 2012 to (B)(6) 2013, parity 2 and multigravida. Previously administered products included for contraception: mirena from 2008 to (B)(6) 2012. Past adverse reactions to the above products included pregnancy with contraceptive device with mirena. Concurrent conditions included bleeding genital since (B)(6) 2018, bloating since (B)(6) 2018, constipation since (B)(6) 2014 and subchorionic hemorrhage since (B)(6) 2014. Concomitant products included azithromycin, ethinylestradiol;levonorgestrel (lutera) from (B)(6) 2014 to (B)(6) 2014, fish oil from (B)(6) 2018 to (B)(6) 2018, hydrocodone, levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2018, lorazepam, metronidazole, ondansetron, paracetamol (acetaminophen) and probiotics nos from 1(B)(6) 2018 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced dysmenorrhoea ("dysmennorhea(cramping),chronic") and allergy to metals ("metal allergy / nickel allergy"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 months 27 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain") and endometriosis ("endometriosis"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced dizziness ("dizziness"). In (B)(6) 2015, the patient experienced dermatitis contact ("skin hypersensitivity to fabrics"). In (B)(6) 2015, the patient was found to have hormone level abnormal ("unbalanced hormones") and experienced mood swings ("very mood / mood swings"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder prob"), urinary tract disorder ("urinary problems"), back pain ("back pain"), haemorrhage in pregnancy (seriousness criterion medically significant), subchorionic haemorrhage ("subchorionic haemorrhage") and abdominal pain lower ("abdominal cramping") and underwent abortion induced (seriousness criterion medically significant). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) / colpopexy and cystoscopy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, abortion induced, menorrhagia, metrorrhagia, genital haemorrhage, bladder disorder, urinary tract disorder, dermatitis contact, fatigue, endometriosis and haemorrhage in pregnancy outcome was unknown, the dysmenorrhoea, pelvic pain, abdominal pain, hormone level abnormal, migraine, dizziness, dyspareunia, mood swings, back pain and abdominal pain lower had resolved and the allergy to metals had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as therapeutic abortion. The reporter considered abdominal pain, abdominal pain lower, abortion induced, allergy to metals, back pain, bladder disorder, dermatitis contact, device breakage, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, haemorrhage in pregnancy, hormone level abnormal, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, subchorionic haemorrhage, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: 6.5 weeks pregnancy also found a sub chorionic hemorrhage also had. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation ¿ fallopian tubes/ failure to occlide (close fallopain tubes)'), uterine perforation ('uterine perforation/ migration/ left fallopian tube / perforation uterus/migration of essure device location of device: in hip'), pregnancy with contraceptive device ('pregnancy (termination)') and abortion induced ('therapeutic abortion') in a 29-year-old female patient who had essure (batch no. A47953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed", device ineffective "device ineffective" and device difficult to use "right side essure "did not go in the same way but should be okay"". The patient's medical history included tubal ligation from 31-oct-2012 to 31-may-2013, parity 2 (total number of live births: 2.), multigravida (total number of pregnancies: 3), nausea, emesis, appetite lost, breast tenderness, lightheadedness, urinary frequency, back pain, vomiting, vaginal discharge, venereal disease nos, vulvovaginitis and uterine bleeding. Previously administered products included for contraception: mirena from 2008 to january 2012. Past adverse reactions to the above products included pregnancy with contraceptive device with mirena. Concurrent conditions included bleeding genital since (B)(6) 2018, bloating since (B)(6) 2018, constipation since (B)(6) 2014 and subchorionic hemorrhage since 11-apr-2014. Concomitant products included azithromycin, ethinylestradiol;levonorgestrel (lutera) from 11-apr-2014 to 3-jul-2014, fish oil from 1-mar-2018 to 4-apr-2018, hydrocodone, levonorgestrel (mirena) from 2-may-2014 to 20-mar-2018, lorazepam, metronidazole, ondansetron, paracetamol (acetaminophen) and probiotics nos from 1-mar-2018 to 4-apr-2018. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced dysmenorrhoea ("dysmennorhea(cramping),chronic") and allergy to metals ("metal allergy / nickel allergy"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 months 27 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain") and endometriosis ("endometriosis"). In (B)(6) 2015, the patient experienced dizziness ("dizziness"). In (B)(6) 2015, the patient experienced dermatitis contact ("skin hypersensitivity to fabrics"). In (B)(6) 2015, the patient was found to have hormone level abnormal ("unbalanced hormones") and experienced mood swings ("very mood / mood swings"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), genital haemorrhage ("gen. Abnorm. Bleed"), bladder disorder ("bladder prob"), urinary tract disorder ("urinary problems"), back pain ("back pain"), haemorrhage in pregnancy ("high loss blood"), subchorionic haemorrhage ("subchorionic haemorrhage") and abdominal pain lower ("abdominal cramping") and underwent abortion induced (seriousness criterion medically significant). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) / colpopexy and cystoscopy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, abortion induced, menorrhagia, metrorrhagia, genital haemorrhage, bladder disorder, urinary tract disorder, dermatitis contact, fatigue, endometriosis and haemorrhage in pregnancy outcome was unknown, the dysmenorrhoea, pelvic pain, abdominal pain, hormone level abnormal, migraine, dizziness, dyspareunia, mood swings, back pain and abdominal pain lower had resolved and the allergy to metals had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as therapeutic abortion. The reporter considered abdominal pain, abdominal pain lower, abortion induced, allergy to metals, back pain, bladder disorder, dermatitis contact, device breakage, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, haemorrhage in pregnancy, hormone level abnormal, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, subchorionic haemorrhage, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date:(B)(6) 2012 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: 6.5 weeks pregnancy also found a sub chorionic hemorrhage also had. Lot number: a47953 manufacture date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation ¿ fallopian tubes'), uterine perforation ('uterine perforation/ migration/ left fallopian tube / perforation uterus'), pregnancy with contraceptive device ('pregnancy (termination)'), abortion induced ('therapeutic abortion'), genital haemorrhage ('gen. Abnorm. Bleed') and haemorrhage in pregnancy ('high loss blood') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "right side essure "did not go in the same way but should be okay"", device monitoring procedure not performed "essure confirmation test was not performed" and device ineffective "device ineffective". The patient's medical history included tubal ligation from (B)(6) 2012 to (B)(6) 2013, parity 2 and multigravida. Previously administered products included for contraception: mirena from 2008 to (B)(6) 2012. Past adverse reactions to the above products included pregnancy with contraceptive device with mirena. Concurrent conditions included bleeding genital since (B)(6) 2018, bloating since (B)(6) 2018, constipation since (B)(6) 2014 and hemorrhage since (B)(6) 2014. Concomitant products included azithromycin, ethinylestradiol;levonorgestrel (lutera) from (B)(6) 2014 to (B)(6) 2014, fish oil from (B)(6) 2018 to (B)(6) 2018, hydrocodone, levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2018, lorazepam, metronidazole, ondansetron, paracetamol (acetaminophen) and probiotics nos from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced dysmenorrhoea ("dysmennorhea(cramping),chronic") and allergy to metals ("metal allergy / nickel allergy"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 4 months 27 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain") and endometriosis ("endometriosis"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced dizziness ("dizziness"). In (B)(6) 2015, the patient experienced dermatitis allergic ("skin hypersensitivity to fabrics"). In (B)(6) 2015, the patient was found to have hormone level abnormal ("unbalanced hormones") and experienced mood swings ("very mood / mood swings"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder prob"), urinary tract disorder ("urinary problems"), back pain ("back pain"), haemorrhage in pregnancy (seriousness criterion medically significant), subchorionic haemorrhage ("subchorionic haemorrhage") and abdominal pain lower ("abdominal cramping") and underwent abortion induced (seriousness criterion medically significant). The patient was treated with surgery (hyst. (Full), salping. (Bilateral) / colpopexy and cystoscopy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, abortion induced, menorrhagia, metrorrhagia, genital haemorrhage, bladder disorder, urinary tract disorder, dermatitis allergic, fatigue, endometriosis and haemorrhage in pregnancy outcome was unknown, the dysmenorrhoea, pelvic pain, abdominal pain, hormone level abnormal, migraine, dizziness, dyspareunia, mood swings, back pain and abdominal pain lower had resolved and the allergy to metals had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as therapeutic abortion. The reporter considered abdominal pain, abdominal pain lower, abortion induced, allergy to metals, back pain, bladder disorder, dermatitis allergic, device breakage, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, haemorrhage in pregnancy, hormone level abnormal, menorrhagia, metrorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, subchorionic haemorrhage, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: 6.5 weeks pregnancy also found a sub chorionic hemorrhage also had. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received and mr : new events(mood altered, device ineffective, pregnant with essure micro-insert, nickel allergy¸ device breakage, dizziness, skin hypersensitivity, migraines headaches, fatigue, dyspareunia, subchorionic haemorrhage, therapeutic abortion and endometriosis) updated, medical history, concomitant medication and historical drug updated, new reporters, lab test, patient height and ethnicity updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation ¿ fallopian tubes\migration') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping),chronic"), pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder prob") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, genital haemorrhage, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: following events were added : dysmenorrhea, pelvic / abdominal, menorrhagia, metrorrhagia, gen. Abnorm. Bleed, migration, perforation ¿ fallopian tubes, perforation fallopian tubes. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.